Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion, the guide wire got stuck in the "catheter over needle", and didn't advance further. The user stated that the tip of wire looked "deformed/bent". As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4) device evaluation: the report of difficulty advancing the guide wire through the catheter was not confirmed. One guide wire assembly and introducer catheter were returned. The components were visually examined under magnification. The catheter body had a slight bend but no defects were observed. The manufacturing records indicate that this product contains a wm-04200-001 guide wire with an outside diameter of .838/.877 mm and a length of 454 +/- 4 mm. The guide wire length was measured at 456 mm. The outside diameter was measured at .818 mm. The returned wire appears to be .032" diameter instead of the .035" diameter wire provided in the kit. No additional information could be obtained regarding the sample discrepancy. The catheter length was measured at 3.5 inches which meets the 3.468 / 3.538 inch requirement of catheter drawing. Using pin gages, the inside diameter of the catheter was measured at .036" which meets the .0360 +/-.0005" requirement of extrusion drawing. The guide wire was inserted through the introducer catheter without resistance. The instruction booklet contains insertion other remarks: instructions and describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since it appears that the returned guide wire is not the one provided with the kit, the probable cause of this issue could not be determined. No further action will be taken.